Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported that during implant attempt, the physician tested the lead and the helix would not extend. Three out of four attempts the helix would not advance with more than twenty-five revolutions. A new lead was used to complete the procedure. No patient complications were reported as a result of this event.